Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, eccentric lesion in the mid right coronary artery. A 1.20 x 15 mm mini trek rx was positioned in the distal right coronary artery and the balloon was pressurized to 12 atmospheres for 40 seconds, but the balloon failed to inflate due to heavy calcification of the lesion. The procedure was aborted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi. Guide cath: 7f judkins right. Sheath: 7f. There was no report of any leaks or damage noted during preparation for use, which may indicate that a product deficiency did not contribute to the reported difficulty. The lesion was also mildly tortuous and heavily calcified, which may have contributed to the reported complaint. If the catheter became damaged at some point during the procedure from an interaction with other devices and/or the tortuous and calcified lesion, this could have caused to the reported failure to inflate the device; however, this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot not be determined. The inability to inflate the catheter can be affected by numerous factors including, but not limited to, damage to the catheter during manufacturing, a balloon rupture, damage to the shaft, inflation technique, interactions with other devices, lesion calcification and tortuosity or handling during removal of the device from the packaging and preparation for use. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify proper balloon inflation/deflation and balloon integrity/rated burst pressure (rbp). A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. In summary, based on this investigation, there is no evidence to suggest any indication of a potential product quality deficiency.